Event description:
Alleged capsule contracture and deflation.

Manufacturer narrative:
Capsule contracture and deflation were reported. No information available to confirm either capsule contracture or deflation.

Manufacturer narrative:
Physician statement: doctor confirmed capsule contracture on the right side.

Event description:
Capsule contracture.